Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single gripper actuation issue and bent gripper arm were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4451 was removed and 4582 was added.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), short posterior leaflets and calcified anterior leaflets for a mitraclip procedure. During the procedure, one of the grippers stopped responding during independent gripper actuation. Trouble shooting was performed. The clip was removed from the anatomy and was observed at the back table. Upon removal, a bent was observed in one gripper. The procedure was discontinued. All steps were performed as per IFU. The final mr remain unchanged post procedure. There were no adverse patient effects or clinically significant delays reported.